Event description:
A surgeon reported that the equipment displayed full cassette even though the cassette was new, and that the battery ran out with no previous warning during a vitrectomy procedure. The case was cancelled after the pt had received local anesthesia. There was no harm or injury to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).